Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the temporary pacemaker was left in place following the procedure because the lbbb persisted, and the lbbb was temporarily monitored. It was further reported that air was not introduced into the left ventricle, but was introduced into the right ventricle. Per the physician, the cause of the air introduction was unknown; however, the ice was suspected to be the cause.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (0012867008); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a 29 millimeter (mm) transcatheter valve to the point of no recapture (ponr), the expansion of the valve was determined to not be "large enough" on angiography. Additionally, left bundle branch block (lbbb) occurred during deployment. The 29 mm valve was recaptured two times and withdrawn from the patient. Subsequently, a 34 mm transcatheter valve was used; however, the lbbb did not resolve until the final implant of the 34 mm valve. Upon removal of the intracardiac echocardiogram (ice), air was observed in the left ventricle. Subsequently, the pigtail catheter was used to remove the air by aspiration, and the patient left the procedure with temporary pacing in place.